Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2008 - a bard composix kugel hernia patch was used to repair the pt's hernia defect. On (B)(6) 2009 - the pt underwent surgery to explant the patch. During surgery, the laparoscopic procedure was converted to open because of the dense adhesions and difficulty removing the mesh, which was noted to be significantly ingrown to the tissue surrounding it. Attorney alleges disability, additional surgery, pain, adhesions, defective mesh, explant.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event, and device info davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, no product was returned for evaluation. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.